Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.50 x 24 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified proximal damage. Stent strut row 1 from the proximal end of the stent was lifted and pulled distally. The remainder of the stent was undamaged. The crimped stent od (outer diameter) of the undamaged section was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.  (B)(4).

Event description:
Reportable based on device analysis completed on 09-jun-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. Following pre-dilation, a 2.50 x 24 synergy¿ drug-eluting stent was advanced with the support of a guidezilla guide extension catheter, but failed to cross the lesion. The procedure was not completed. No patient complications were reported and the patient's status was good. However, returned device analysis revealed proximal stent damage.